Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 2.75 x 28mm promus element mr stent delivery system was advanced to an unspecified lesion, but was unable to cross. It was noted that the mid portion of the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. Some struts on the fourteen row in from the distal end of the stent were raised up and misaligned. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. There was several small kinks noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. There were traces of blood present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 2.75 x 28mm promus element mr stent delivery system was advanced to an unspecified lesion, but was unable to cross. It was noted that the mid portion of the stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.